Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported experiencing occlusion (e4) errors and she had changed her infusion set at least 4 times during the past week. She stated that she received an e4 at 3:48 am and slept through the error and when she woke up at 7:15 am, her blood glucose was elevated to 518 mg/dl. Symptoms of elevated blood glucose were dizziness, lack of focus, and an ill feeling. She stated that she continued to experience e4 errors through the morning and she finally disconnected from the infusion device and injected 32 units of insulin. Her blood glucose has ranged from 300-500 mg/dl during the past week. Her normal blood glucose level is 100-150 mg/dl. She stated that initially the occlusions only occurred while bolusing large amounts but now the occlusions are occurring during basal delivery. She changes her infusion site every 2-3 days and it was last changed on 11/04/2008. She changes her infusion tubing every 6-7 days. She was advised to change the infusion site every 2 days and the infusion tubing every 6 days. She stated that she changed the adapter "earlier this year" and she was advised to change the adapter with every 10th insulin cartridge change. She stated that she has always used her abdomen as an infusion site and she practices proper site rotation. She stated that she does not have scar tissue. She was educated on alternative infusion sites. The e4 error did not occur during the report. She was sent info on infusion site mgmt. Upon follow up on six days later, the pt stated that she had discontinued use of the infusion device. She declined the offer of a replacement device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.